Manufacturer narrative:
A complete lead was returned in one piece measuring 52.2 cm for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the right ventricular lead had dislodged. The patient was transferred to another hospital and the lead was explanted and replaced. Patient was stable.